Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The reported event, alleged of issue ¿revision¿ could be confirmed with the help of information provided for investigation. There are many clinical factors that can affect the results of any surgery, such as surgical technique, pre-operative and post-operative care, the implant, patient pathology and daily activity. A medical professional reviewed the received information and noted the following: ¿I have carefully reviewed the planning of the primary surgery, showing osteoarthritis of the talocrural joint and 3 screws related to a former subtalar arthrodesis (fusion). The two CT-slices have a low resolution, not allowing for a medical review. Interesting is however the screw in the medial malleolus, indicating either intra-operative fracture or osteotomy, or a postoperative fracture medial malleolar fracture. Cannot assess whether there is substantial loosening, infection or otherwise.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.